Event description:
It was reported that during a bariatric procedure, the device presented problems. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # l54u22. Triggers post, firing trigger teeth. Conclusion: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. In addition the knife and wedge bands were exposed. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? No. Did the device cut? Not informed. On which firing did this event occur (1st, 2nd, 8th, etc.)? 6th. What color cartridge was being used? White. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. How was the procedure completed? New load. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The following information was requested, but unavailable: just to confirm, did the device cut the tissue without delivering any staples?